Event description:
It was reported that an unspecified number of sharps coll side entry 5.4qt red experienced an incorrectly positioned label with the label being placed too high. Product defect noted during use. The following information was provided by the initial reporter: material no: 305443; batch no: 8037925. Per customer email: the sharps container is #305443. I am a clinical operations manager. We just had an osha walkthrough and one of the first things he noticed in all of our exam rooms was that the label on the sharps container (indicating the fill line) has been incorrectly placed on all of our sharp-containers. They have been placed too high, as they should indicate approximately 3/4 full which is the standard.

Manufacturer narrative:
H.6. Investigation: a product image was provided and the label position was evaluated. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months and there was no issue identified during manufacturing for any labeling concern. The pictures provided indicates that the position of the label is aligned with current specification. In conclusion, a corrective action was not required since the label was visually verified to be in the correct position. The root cause was an incorrect interpretation of product design (the capacity of the product is taken after product is assembled with base and lid). H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of sharps coll side entry 5.4qt red experienced an incorrectly positioned label with the label being placed too high. Product defect noted during use. The following information was provided by the initial reporter: material no: 305443, batch no: 8037925. Per customer email: the sharps container is # 305443. I'm a clinical operations manager. We just had an osha walkthrough and one of the first things he noticed in all of our exam rooms was that the label on the sharps container (indicating the fill line) has been incorrectly placed on all of our sharp-containers. They have been placed too high, as they should indicate approximately 3/4 full which is the standard.